Event description:
It was reported that the patient experienced a loss of therapeutic effect. There was no known accident or incident related to the loss of stimulation. The patient noted that the implantable neurostimulator (ins) was working fine that morning, but then suddenly stopped. The patient turned the stimulation amplitude up on program b (the program the patient always uses), but the stimulation was only felt in her right leg from the knee down. When the patient switched to program c, the ins seemed to work better with stimulation felt in the right hip and leg. The patient was going to continue monitoring her pain symptoms. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information was received from the patient. The patient stated that the issue was resolved. She was "getting her ups and downs mixed up" and additional education with the patient programmer resolved the problem. The patient had no further concerns or questions.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) explanted: na product typ lead product ID 37752 serial# (B)(4). Product typ recharger product ID 37743, serial# (B)(4), product typ programmer. (B)(4).